Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR:it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 38 synergy ii stent was advanced through a 6 french non bsc guide extension catheter to treat the lesion. However, during procedure, it was noticed that the stent got hung up on the guide extension catheter and lifted the stent struts. The procedure was completed with another with same device. No patient complications were reported and the patient's status was fine.